Event description:
It was reported that the user experienced a high blood glucose alert reported at 401 mg/dl associated with an infusion set occlusion that resolved after a supply change on the ilet system using an infusion set with a contact detach configuration, during which a new cartridge leaked and the user reused the prior cartridge with a new connector and set, after which delivery proceeded with visible drops. Investigation of this case revealed an obstruction of flow and a deformation-related problem associated with the connector/coupler component. Symptoms included thirst, headache, and irritability associated with hyperglycemia. Outcomes included a delay to therapy until the supply change restored insulin delivery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was component failure. The user¿s blood glucose subsequently regulated after supply change.